Event description:
A research article titled "a multicenter study on clinical outcomes of simultaneous implantable collamer lens removal and phacoemulsification with intraocular lens implantation in eyes developing cataract" evaluated the clinical outcomes of simultaneous implantable collamer lens (icl) removal and phacoemulsification with intraocular lens (iol) implantation in a multicenter study. The study investigated(B)(4) that required icl extraction and cataract surgery. The conclusion of the article showed that simultaneous icl removal and phacoemulsification with iol implantation is a safe, effective, and predictable procedure, with no significant, complications, making it a feasible option for icl-implanted eyes developing cataracts. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Claim: (B)(4).